Event description:
It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. A watchman access system (was) was positioned at the laa. A 31 mm watchman flx closure device and delivery system (wds) was advanced and deployed. The closure device did not meet release criteria, and the position was not satisfactory, so the wds was removed and replaced with a 27 mm wds which was subsequently deployed and implanted. The following day, the closure device was noted to have shifted in position, so it was surgically removed. The patient was discharged.